Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') in a 35-year-old female patient who had essure (ess205) (batch no. 12253821) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Concurrent conditions included ovarian cystectomy. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2004, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) surgical removal of coil(s)). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2004 and (B)(6) 2004. Discrepancy noted in essure confirmation test in current pfs: she did not underwent an essure confirmation test but in initial case hsg results were provided as essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2004: foreign body, endometrium. Diagnosis: foreign body, endometrium. Fibrotic endometrium with multiple small fragments of pigmented foreign material, acute and chronic inflammation and multinucleated giant cell reaction. Foreign body in endometrial. Foreign body from endometrial cavity most likely hair and granulomatous tissue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: quality safety evaluation of ptc(product technical complaints) on 15-aug-2019: mr received. Medical history, lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic area') in an adult female patient who had essure (ess205) (batch no. 12253821) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy in 1992 and multiparous. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In july 2004, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("pain ¿ abdominal"), genital haemorrhage ("gen. Abnorm. Bleed") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), surgical removal of coil(s)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2004 and (B)(6) 2004. Discrepancy noted in essure confirmation test in current pfs: she did not undergo an essure confirmation test but in initial case hsg results were provided as successful occlusion. Patient received treatment for: pelvic pain, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successfully occluded. Pathology test - on (B)(6) 2004: diagnosis: foreign body, endometrium. Fibrotic endometrium with multiple small fragments of pigmented foreign material, acute and chronic inflammation and multinucleated giant cell reaction. Foreign body in endometrial. Foreign body from endometrial cavity most likely hair and granulomatous tissue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new event post procedural complication was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic area') in an adult female patient who had essure (ess205) (batch no. 12253821) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy in 1992, multiparous and endocervicitis. Concurrent conditions included haemorrhagic cyst and ureterolysis procedure. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2004, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("pain ¿ abdominal"), genital haemorrhage ("gen. Abnorm. Bleed") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), surgical removal of coil(s)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the abdominal pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2004 and (B)(6) 2004. Discrepancy noted in essure confirmation test in current pfs: she did not undergo an essure confirmation test but in initial case hsg results were provided as successful occlusion. Patient received treatment for: pelvic pain, current weight 170 lbs. Upon release of the essure coils three coils were seen to be trailing into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on an unknown date: successfully occluded. Pathology test - on (B)(6) 2004: diagnosis: foreign body, endometrium. Fibrotic endometrium with multiple small fragments of pigmented foreign material, acute and chronic inflammation and multinucleated giant cell reaction. Foreign body in endometrial. Foreign body from endometrial cavity most likely hair and granulomatous tissue. Lot number: 12253821 manufacture date:2004-01 expiration date: 2005-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic area') in an adult female patient who had essure (ess205) (batch no. 12253821) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy in 1992, multiparous and endocervicitis. Concurrent conditions included haemorrhagic cyst and ureterolysis procedure. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2004, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("pain ¿ abdominal"), genital haemorrhage ("gen. Abnorm. Bleed") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), surgical removal of coil(s)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the abdominal pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2004 and (B)(6) 2004. Discrepancy noted in essure confirmation test in current pfs: she did not undergo an essure confirmation test but in initial case hsg results were provided as successful occlusion. Patient received treatment for: pelvic pain, current weight 170 lbs. Upon release of the essure coils three coils were seen to be trailing into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on an unknown date: successfully occluded. Pathology test - on (B)(6) 2004: diagnosis: foreign body, endometrium. Fibrotic endometrium with multiple small fragments of pigmented foreign material, acute and chronic inflammation and multinucleated giant cell reaction. Foreign body in endometrial. Foreign body from endometrial cavity most likely hair and granulomatous tissue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2021: mr received. Concurrent conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) (batch no. 12253821) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Concurrent conditions included ovarian cystectomy. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In july 2004, the patient experienced depression ("psychological or psychiatric problems condition: epression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("pain ¿ abdominal") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)surgical removal of coil(s)). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2004. Discrepancy noted in essure confirmation test in current pfs: she did not underwent an essure confirmation test but in initial case hsg results were provided as essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2004: foreign body, endometrium diagnosis: foreign body, endometrium fibrotic endometrium with multiple small fragments of pigmented foreign material, acute and chronic inflammation and multinucleated giant cell reaction. Foreign body in endometrial. Foreign body from endometrial cavity most likely hair and granulomatous tissue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received : following events were added : pain ¿ abdominal, gen. Abnorm. Bleed. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') in an adult female patient who had essure (ess205) (batch no. 12253821) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2004, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)surgical removal of coil(s)). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2004 and (B)(6) 2004. Discrepancy noted in essure confirmation test in current pfs: she did not underwent an essure confirmation test but in initial case hsg results were provided as essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 16-aug-2019: pfs received. Essure lot number and explant date added. Product indication and implant date were updated. Following events were added: abnormal bleeding (vaginal), menorrhagia, depression,mental anguish. Event outcome updated for: physical pain/pelvic area. Reporters and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.